Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's cpu (central processing unit) circuit board was determined to be bad. The circuit board was removed and replaced with an ungraded version. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.